Event description:
The lead and ICD was explanted due to oversensing. After extraction, damage was observed near the connector o-rings and blood was observed between the insulation and the conductors.